Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results found: evaluated,meets specifications;contact customer water flow is fine. Water cool down handpiece. If handpiece is getting hot, then increase water flow. Tested unit to manufacturing specifications.

Event description:
While using a g124 scaler, the unit had no water pressure and the water that was coming out of the handpiece was hot; no injury resulted.